Event description:
Pt reported the cartridge leaked insulin into the infusion device and now the piston rod does not function correctly. The alleged products were requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.